Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported symptom of "does not recognize closed door." Was unable to be reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be upper aux latch switch is stuck. The upper auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to recognize closed door during an unspecified process step in the biomed service department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.